Event description:
Complainant alleged that during the clinicians treatment of a patient, the device displayed a "discharge fault", "pacer fault", defib fault 80", "system fault 36", "system fault 37", and "paddle fault" messages. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.